Manufacturer narrative:
(B)(4). The device was manufactured sometime in 2000. Evaluation summary: the device was returned for evaluation. An internal and external inspection revealed no problems. The power was cycled on the device with no issues. The device passed electrical and functional returned instrument testing evaluation (rite). The device's pneumatic system was analyzed and all pressures were found to be correct and stable. The reported issue could not be confirmed in the device logs. A device history record review and service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be confirmed nor replicated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device was displaying inaccurate fluid readings. This occurred during the initial drain of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The registered nurse (rn) stated that the fill volume (fv) was 2000 ml. The rn then stated that the hc device displayed a drain volume (dv) of 1700 ml while the drain bag was found to contain more than 1700 ml of fluid after weighing the bag. The technical service representative (tsr) explained that it also contained priming solution. The rn still wanted to swap the device and the tsr arranged to do so. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.